Manufacturer narrative:
Device 1 of 2. Eval method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Lead has a kink and all wires are cut about 11 cm from the stimulation end. Lead fails continuity testing due to broken wires. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2010-00693. The pt was implanted with an scs system consisting of an ipg and 2 percutaneous leads on (B)(6) 2009 for bilateral leg pain. It was reported that one lead had invalid readings on all contacts and the other lead only had five usable contacts. The physician explanted the leads and returned them to ans for eval. There is no further info available.